Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated she thinks the device malfunctioned this morning (B)(6) 2019. Patient stated she was pretty sure the battery was dead for two years and she hasn't felt the stimulation in a while. She stated she was told the batteries only last for seven years. Patient was asked what they were doing when they felt shocking. Patient stated she was sitting on the couch at the time of the event. Patient reported she sat down and she felt stimulation started pulsating and increased to highest level she has ever felt and it stayed there for 30 seconds. Patient said it was excruciating. Patient reported she saw the por message. No emi interference was reported. Patient indicated her doctor retired and hasn't been to an urologist since. Patient has an appointment with healthcare provider on (B)(6) 2020 to request having her device removed because she thinks it is out of battery and she thinks it doesn't work at all. Patient stated the device never decreased the amount of times she went to the bathroom. Patient said she had the device for interstitial cystitis. Additionally, patient said she had pain for the last two weeks and the pain was in the lower back at the base of the spine. Patient stated she feels like the device is poking out of her skin. No further complications were reported.